Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) and the patient via the manufacturer's representative reported that they did not feel the stimulation from the implantable neurostimulator (ins) in their left leg. Environmental and/or external factors that may have led up to the issue were noted that the patient had a history of falls over the last 3-6 months which correlated to recently detected major stroke that took place at an unknown time. Troubleshooting and diagnostics performed include impedance testing (all impedances were within normal range) and reprogramming. The physician ordered and reviewed x-rays to compare current lead placement to prior placement and noted that they were similar with no major differences. It was reported that 0-7 lead produced primarily abdominal and intercostal stimulation. The 8-15 lead captured the patient's right leg and buttocks. It was noted that the patient utilized their ins approximately 1% of the time since the last visit. The representative planned to see the patient again in 2 weeks to evaluate the benefit form the current programming changes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.